Event description:
The pt had a leg infection "for awhile" and was receiving antibiotic treatment. The pt experienced low blood pressure and needed to be "revived" at the hospital; the pt was hospitalized on (B)(6) 2010. The pt also experienced elevated blood pressure and was receiving medication to treat hypertension. The pt also experienced the following symptoms: fever, pain/pressure in her head, back, leg and a burning sensation when urinating. The pt believed "somehow" the pump was malfunctioning. The next pump refill was to occur (B)(6) 2010. The pt was taking oral medication for pain relief. Additional information has been requested of the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).